Event description:
Customer reportedly received results of 40 mg/dl, 15 mg/dl, and 60 mg/dl within 10 minutes on the same device around lunchtime. No low blood symptoms. No treatment required. Customer reportedly received results of 91 mg/dl, 129 mg/dl, and 76 mg/dl within 10 minutes on the same device around dinnertime. No low blood symptoms. No treatment required. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.